Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u83 from the system controller pcb assembly.

Event description:
It was reported that the device would not boot up properly. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device verified the reported failure. Physio replaced the programmed user interface pcb and system controller pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use.